Event description:
The customer reported that the 9800 system had a low milliamps error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The battery was replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.